Event description:
Healthcare professional reported left side "implant seemed like it was bleeding but not grossly broken". Healthcare professional later reported "not broken," and "negative to suggest any rupture or capsule". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "implant seemed like it was bleeding but not grossly broken". Healthcare professional later reported "not broken," and "negative to suggest any rupture or capsule". Device has been explanted and replaced.